Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose and the paramedics were called. The paramedics gave the customer some fast acting carbohydrates, which allowed the blood glucose to rise up to 165 mg/dl by the time they left. It was stated that the glucometer reading was 210 mg/dl, and then later it was reading 285 mg/dl. No further information was provided.